Event description:
It was reported that the device had three markerbands. The physician advanced a 6mm x 4.50mm nc quantum apex¿ balloon catheter to the target lesion. However, it was noted that the device had three radiopaque marker bands instead of the usual two. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. Magnified inspection revealed that there were three markerbands on the inner shaft within the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that the device had three markerbands. The physician advanced a 6mm x 4.50mm nc quantum apex balloon catheter to the target lesion. However it was noted that the device had three radiopaque marker bands instead of the usual two. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.